Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose was 200, 300, 135 mg/dl. The customer was treated with the manual injection. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleges pump was under delivering because he takes the reservoir out and sees the insulin does not move. The customer reported that there was insulin flow blocked alarm. The customer reported that the displacement test was passed. The product will not be returned for analysis.